Manufacturer narrative:
While performing preventative maintenance on the lift, the hill-rom technician found the foot tray was cracked. In the service manual for the sabina ii, one of the check points states: foot tray. Inspect plastic foot tray cover for cracks and secure fit on metal frame. Verify that the foot frame sits securely on base. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this lift. It is unk if the facility performs preventative maintenance on their lifts. The hill-rom technician replaced the foot tray to resolve the issue. Based on this info, no further action is required.

Event description:
Hill-rom received a report from the hill-rom technician stating that the foot track is cracked. The lift was located in "parking" at the account. There was no pt/user injury reported. This report was filed in our complaint handling system as (B)(4).